Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose of 500mg/dl. The customer stated that the events leading to her admission was not able to treat her blood glucose on her own. Troubleshooting could not be performed as customer did not have extra supplies while staying at the hospital. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.